Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effect of dissection, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that the patient presented emergently with angina and during the procedure of the moderately tortuous, mildly calcified, 90% stenosed, de novo, mid left anterior descending artery (lad) with a long diffused lesion the 3.0 x 38 mm xience xpedition stent was deployed, however, a distal stent edge dissection was noted. A second 3.0 x 38 mm xience xpedition stent was used as treatment without reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.